Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete a baseline. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.